Event description:
It was reported that patient experienced an infection. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.